Manufacturer narrative:
The field service representative (fsr) verified that the screen was blank and replaced the roller pump display assembly. Verification/release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump screen was completely black but could still be controlled by the central control monitor (ccm). However, the screen would not turn on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.